Event description:
It was reported that patient was unable to charge the ipg and was evaluated by company manufacturer and found that the ipg was unable to be communicated with external devices. The device was deemed inoperable. To address the issue patient is awaiting surgical intervention at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported issue of ipg being inoperable was confirmed. The ipg would not communicate due to a depleted battery. After the battery was recovered, the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester and passed all steps. Unable to determine what caused the battery to deplete.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced with a new one. Post procedure therapy was restored.